Event description:
During a demonstration, doctors noticed the blade wasn't cutting or coaging efficiently.

Manufacturer narrative:
(B)(4). Evaluation process: unit received in fair condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Root cause: unit functioned as designed in the service department. Reason for return could not be confirmed. (B)(4).